Event description:
It was reported that the device had a faulty patient-controlled analgesia (pca) connection resulting in leakage and faulty patient-controlled analgesia (pca) connection broke apart. There was patient involvement but no patient injury. The event occurred at the hospital.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 10/7/2025. H3 and h6 codes - updated. Two used devices were returned for investigation. The devices were visually inspected. One of the samples had the asv luer taper broken off and stuck inside of the y-site. Both samples had dried, sticky residue at the connection between the asv valve and the y-site. During leak test, the customer reported issue was confirmed as a leak was observed between the asv valve and the y-site. For the broken sample, the luer stuck in the y-site was plugged with a pin gage and red dye was inserted through the tubing. No leaks were observed from the bond site of the asv luer and the y-site. The probable cause is due to excessive twisting/bending force on the asv luer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.